Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage war reported. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the customer manipulated the pump during it self test. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.